Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to inflation issues. The physician suspected a fluid leak as there was no fluid in the system. No patient complications were reported.